Event description:
It was reported that during a preloaded intraocular lens (iol) implantation in the patient¿s left eye, the doctor felt resistance and the iol got stuck in the injector. The iol did not touch the eye and so it was not partially inserted. The doctor stopped and did not implant the lens. Account indicated that they noticed the haptic was twisted as the scrub nurse was manually loading the iol into another injector. The procedure was completed with a backup lens of the same model. There was no capsule tear, vitrectomy or sutures needed. No further information was provided.

Manufacturer narrative:
Weight and ethnicity: unknown/no information if implanted; give date: not applicable as the iol was not implanted. If explanted; give date: not applicable as the iol was not explanted. The device was not returned for evaluation. Therefore, a visual analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date it has not been received. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Manufacturer narrative:
Section d9: device available for evaluation? Yes, it is a partial return. Section d9: date returned to manufacturer: may 6, 2022. Section h3: evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification revealed that the handpiece was received with the plunger rod fully retracted. Inspection of the external assembly revealed that there were no gaps. However, the cartridge tip was found to be deformed. The handpiece was disassembled and the assembly was inspected; no assembly issues were identified. No iol was received as part of this return therefore, no product evaluation could be performed on the lens. A product quality deficiency could not be determined. The complaint issues were not confirmed. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.